Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine pulse generator upgrade. The quartet lead was deemed inactive due to high impedance of the left ventricle. The inactive lead was capped on (B)(6) 2021. The patient was in stable condition.